Manufacturer narrative:
(B)(4). Batch # n92924. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad had no apparent damage and was properly attached to the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed, therefore the tissue effect issue could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an open enterectomy, the doctor felt that coagulation was weaker than usual. The tissue pad seemed loosely attached to the clamp arm, and became partially rolled up. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.